Manufacturer narrative:
Updated: b4, d9 (return to manufacture date), e2, g3, g6, h2 and h11. A getinge field service engineer (fse) evaluated the unit replaced the color video cable and that corrected the failure. All functional and safety testing performed. The following investigation was performed by failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received cable, display to video receiver board with a reported unit failure of screen fades in and out. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed cable, display to video receiver board into the cs300 test fixture and tested the cable to factory specifications per the cs300 service manual. After one hour of run time, the fat could not replicate the complaint of the screen fading in and out. The cable passed testing. Retaining the cable in the fat per procedure.

Manufacturer narrative:
Updated: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected: g4 (PMA/510(k)#). A getinge field service engineer (fse) evaluated the unit replaced the color video cable and that corrected the failure. All functional and safety testing performed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2 and h11. Corrected field: h6 (investigation conclusions).

Manufacturer narrative:
A supplemental report will be submitted upon completeion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp), screen fades in and out. There was no harm or injury reported.